Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, there was difficulty advancing the delivery catheter system (dcs). The valve was attempted to be deployed and was recaptured twice to optimize the valve position. Turning of the deployment knob during the first two deployments was not difficult, and the capsule responded when turned. On the third deployment attempt, the valve position was adequate, however the implanting physician was not able to completely deploy the valve. When the deployment knob was rotated, the capsule did not open. There was no reported difficulty recapturing the valve. The system was closed completely, and withdrawn from the body. The system was replaced. The second transcatheter valve was able to be implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received with the handle intact and the capsule partially opened. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. The deployment knob could not retract and advance the full capsule due to the capsule separation. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact, however, the tip could not be retracted into the capsule due to the separation. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame along the distal section to the proximal end of the capsule. The valve was unable to be deployed due to the capsule separation. The reported event for positioning difficulties could not be confirmed in the analysis. The reported event for unable to deploy could be confirmed in the analysis as the valve was stuck in the separated section of the capsule. The reported event for difficult to advance could not be confirmed in the analysis. Conclusion: pending results of the investigation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method and conclusion code h10 - conclusion: the reported event indicates that there was difficulty advancing the delivery catheter system (dcs). Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, the provided images confirm that there was calcification of the abdominal aorta. This indicates that the probable cause of the advancement difficulties was patient anatomy. The valve was attempted to be deployed and was recaptured twice to optimize the valve position. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. The provided images do not show the difficulties positioning the valve or the recaptures. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. On the third deployment attempt, the valve position was adequate, however the implanting physician was not able to completely deploy the valve. When the deployment knob was rotated, the capsule did not open. The subject dcs was returned to medtronic for review. The capsule of the dcs was separated. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. The images confirm that the valve was loaded correctly. The images did not show a capsule separation. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.